Event description:
It was reported that there was no image/power on the table monitors of the 2800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified need to replace the f3 fuse. Fuse replaced. The system was tested and found to be working as intended and placed back into service.